Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump went on and off and the issue was not resolve with battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/08/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent power issue was not verified in the black box or duplicated in the evaluation. Review of black box history did not find any error/alert/warning related to power issues. Caps were not returned and test caps were used in the evaluation. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any power interruptions. No intermittent conditions or evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, a battery compartment crack was found along the side of the compartment and corrosion was evident inside the compartment. A leak test demonstrated a leak at the battery compartment.